Event description:
During a percutaneous catheter myocardial ablation procedure, a faradrive steerable sheath clear was selected for use. Following catheter insertion, aspiration was performed to evacuate air, however, air was continuously drawn into the syringe, raising suspicion of a defect in the hemostatic valve. The valve was subsequently replaced. The procedure was completed without further complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
During a percutaneous catheter myocardial ablation procedure, a faradrive steerable sheath clear was selected for use. Following catheter insertion, aspiration was performed to evacuate air, however, air was continuously drawn into the syringe, raising suspicion of a defect in the hemostatic valve. The valve was subsequently replaced. The procedure was completed without further complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. Additional information revealed no abnormalities noted during preparation and no air was observed in the patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves ability to seal pressure and fluid within the sheath. These defects caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event. The cause traced to device design conclusion code was selected for the allegation of visible air/bubbles.

Event description:
During a percutaneous catheter myocardial ablation procedure, a faradrive steerable sheath clear was selected for use. Following catheter insertion, aspiration was performed to evacuate air, however, air was continuously drawn into the syringe, raising suspicion of a defect in the hemostatic valve. The valve was subsequently replaced. The procedure was completed without further complications. The sheath is expected to be returned for analysis. Additional information revealed no abnormalities noted during preparation and no air was observed in the patient.